Event description:
It was reported that, "during mantis and xia3 surgery, the tulip head was separated from the xia3 bone screw inserted to right iliac. L3/l4/l5 was fixed with mantis and iliac was fixed with xia3 in the surgery. The surgeon did final tightening from l3, then he tightened 2 xia3 screws inserted to right iliac and noticed that the tulip head was separated. After that he extracted 2 bone screws and inserted 2 other screws without problems. "

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review results: visual inspection: the sample was returned with the tulip and bone-screw detached. The tulip was examined and the retaining clip was observed to be deformed. The head of the bone-screw possessed a dent that was localized on the cylindrical edge of the head of the screw and one of the teeth of the 6 point star formation, which suggests that tightening was performed with the screw maximally bent. Other scratch-like markings were observed on the tulip head, which may be a sign of multiple tightening. Functional inspection: the screw and the bone-screw were attempted to be fitted together. However the screw was able to pass through the tulip opening freely. Normally, the retaining clip prevents the screw from freely passing through the tulip hole. The deformation of the retaining clip allowed this to occur. The screw tulip was then successfully threaded onto a screwdriver (catalog # 48231202, lot # 110065). Device history review: no non-conformities or deviations were found in the tulip and bone screw files. An issue was identified in the retaining clip file. However, the issue was related to the drawing only and not the products functionality. Furthermore, all parts were accepted during inspection. Complaint history: in total similar failure was confirmed in 97 complaints involving 116 units. Conclusion: the customer reported event of tulip disengagement was confirmed upon inspection as the returned bone screw and tulip were received separated. The head of the bone screw exhibited marks, which may have been the result of multiple tightening. The tulip was further examined and the retaining clip within it was found to be deformed on one end. Furthermore, the head of the bone screw exhibited deformation localized at its edge as well as deformation at one of the teeth used to grip the screwdriver. This could be the result of over tightening at maximal screw angulation. However, per the sales rep, the surgeon complied with procedures by using a torque wrench with an anti-torque key during final tightening and did not perform any additional rod contouring. Use of a torque wrench and anti-torque key help to prevent one from over tightening the screw and keep the wrench aligned with the tightening axis. It is still possible to over tighten the blocker while using a torque wrench and anti-torque key, but it is unknown whether this occurred and a definite cause of the reported event cannot be determined. However, as follows from the review of previous complaints for this same issue as well as findings of r&d engineers, over tightening is a likely cause of tulip disengagement with tightening at the max bone screw angle also possibly contributing to the event.

Event description:
It was reported that, "during mantis and xia3 surgery, the tulip head was separated from the xia3 bone screw inserted to right iliac. L3/l4/l5 was fixed with mantis and iliac was fixed with xia3 in the surgery. The surgeon did final tightening from l3, then he tightened 2 xia3 screws inserted to right iliac and noticed that the tulip head was separated. After that he extracted 2 bone screws and inserted 2 other screws without problems. "